Manufacturer narrative:
The device was not returned to olympus for evaluation. The reporter indicated that the initial report was resolved, however, no details were provided. As the device was not returned for evaluation, we are unable to determine a root cause for the reported event. If additional information becomes available or the device is returned for evaluation, a supplemental report will be filed. Olympus will continue to monitor complaints for this device.

Event description:
The user facility reported that the device did not produce an image. There was no patient involvement associated to this report.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct information provided on the initial report. An olympus sales representative was dispatched to the user facility and was able to resolve the issue. The issue was determined to be user error due to incorrect settings. The user facility attempted to use picture-in-picture (pip) on the monitor instead of using the keyboard to adjust the settings. Once the correct settings were entered by the sales representative, the images appeared. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue.